Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. There were two one touch ultra meters that were used and being compared to the lab. The first meter patient's blood glucose results were 447 compared to the lab's 214 mg/dl. The second meter patient's blood glucose results were 334 compared to the labs 214 mg/dl. Both tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.